Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported not using the spinal cord stimulator (scs) for an extended period due to worsening neuropathy pain and lack of benefit from the device despite increased stimulation, with onset about six months ago. Pt stated that the device had not been charged recently because no sensation was felt during use and reported plans to have the implant (ins) removed. Agent redirected pt to the hcp for further evaluation of their concerns.